Manufacturer narrative:
A review of the device history record has been completed. No deviations or non conformance's noted. The event of capsular contracture baker grade iii or IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as capsular contracture baker grade iii or IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral capsular contracture baker grade iii or IV. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation, crease fold. Cloudy color in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device was explanted.